Event description:
Caller reported a minimum fill notification related to their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to use a new cartridge and follow proper loading techniques, which resolved the issue, allowing them to resume insulin delivery successfully.